Event description:
During activation, the generator received an instrument error. The instrument was re-torqued, but the error persisted. The case was then completed with electrocauter with no pt consequence.